Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. David eichler, janie barry, martin lavigne, vincent massé, pascal-andré vendittoli (2019) no radiological and biological sign of trunnionosis with large diameter head ceramic bearing total hip arthroplasty after 5 years. Orthopedics & traumatology: surgery & research. Volume 107, issue 1, february 2021, pages 28-34 https://doi.org/10.1016/j.otsr.2019.12.015. Product remains implanted.

Event description:
It was reported patient underwent a closed reduction due to dislocation in the early postoperative period after a fall. No surgical intervention or further treatment was required. Attempts have been made and additional information on the reported event is unavailable at this time.